Event description:
Clinical study. Same case as #6000089-2005-00091, #6000093-2005-00086. It was reported that 5 days after a coronary artery drug eluting stenting procedure the pt expired. The lesion being treated was a 2.5 mm 75% stenosed proximal left anterior artery (prox-lad). The lesion was not predilated. The physician then placed a taxus express 8.8% 2.50 x 16 mm drug eluting stent in the prox-lad. The next lesion being treated was a 2.3 mm 100% stenosed distal circumflex (dist. Cx) artery. The lesion was predilated. The physician placed a taxus express 8.8% 2.5 x 16 mm drug eluting stent in the dist. Cx. The next lesion being treated was a 2.3 mm 100% stenosed proximal circumflex (prox. Cx). The lesion was predilated. The physician placed a taxus express2 8.8% 2.5 x 20mm drug eluting stent in the prox cx. The pt was expired 5 days later. The physician reports the cause of death to be sepsis. No autopsy was performed. Additional info has been requested from the site.

Event description:
It was further reported that the pt was enrolled in the study in 2005. Target lesion 1 (9 mm long) was identified in the proximal lad with 100% stenosis and a 3.0 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of 2 tandem taxus express 8.8% 3.0 x 16 mm and 2.75 x 12 mm drug eluting stents. Residual stenosis was 0%. Post-cath, cardiac enzymes peaked with troponin greater than 100 and cpk at 3477. The pt was discharged 3 days later on plavix and asa. 10 days later (13 days post procedure), the pt was urgently taken to the ER after experiencing loss of consciousness while riding in the car with spouse. The pt was unresponsive and without respirations for approximately 15-30 minutes. Full code was performed and per ER note, resuscitative efforts were unsuccessful. The code was called and the pt expired. Cause of death per ER note "is presumed to be cardiac, probably relating to an arrhythmia due to underlying recurrent myocardial infarction." No autopsy was performed. In the opinion of the physician the relationship to the target vessel is "unk".